Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the (B)(6) 2017 for further investigation. During the investigation the fse performed the decontamination procedure on the instrument. Then the fse ran the customers api sample and the results were within range. The tm5 range is 231.8 to 281.3 and the result was 252.2. Tm6 range is 163.4 to 199.1and the result was197.5. Instrument is functioning as intended and was released. The most probable cause for this event is contamination of the device. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On the (B)(6) 2017 the customer reported that they are failing the api survey for ca125 on their aia-360. One of the issues limiting troubleshooting of this instrument is that the instrument is dedicated only for analyzing ca125. The customer obtained the following results: range, result: tm5, 231.8-281.3, 271.3; *tm6, 163.4-199.1, 201.7. *result is out of range. The qc material used during the survey is cliniqa lot# 1603190 and the results were as follow: range, result: level 1, 35.8-63.8, 53.7; level 2, 141-211, 204.2; level 3, 245-368, 341. All results are within range. The customer indicated that ca125 last calibrated was on (B)(6) 2016 on pack lot 49. Then they ran qc on (B)(6) 2016 and the results were as follow: range, result: level 1, 35.8-63.8, 52.7; level 2, 141-211, 182.9; level 3, 245-368, 331.6. All results are within range. The customer stated that the quality control results during the incident date were all within range, but the api material tm5 and tm6 were above the upper range limit (see table below) range, result: tm5, 231.8-281.3, 298; tm6, 163.4-199.1, 203.8. Both results are not within range.